Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The patient reported they were not feeling stimulation any longer, and was unable to connect to their implantable neurostimulator (ins) using their programmer. It was noted that the battery was dead. No known contributing factors were reported. The rep was to meet the patient at the doctor¿s office on (B)(6) 2017. No further complications were reported. Additional information received from the manufacturing representative indicated that the patient was having the battery replaced on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.